Event description:
(B)(4) since its implant I have suffered from migraines that have put me in the hospital and 4 doses of morphine didn't get rid of them, random rashes/hives, developed a nickel allergy, heart palpitations, a lowered immune system, night sweats, weight gain, severe bloating where my stomach is rock hard and causes me to have shortness of breath, I have terrible brain fog, heavy menstrual bleeding with large clots, vaginal swelling and tenderness, periods 15 days apart, regular vaginal infections and incontinence. I am now experiencing a constant dull ache in my pelvic area that last night became a severe stabbing pain. It feels like someone is stabbing me sending shooting pain down my leg and up to my shoulder.